Event description:
Customer reported blood tubing set with small splics by the blood pump segment, one which leaked during treatment. Pt lost approximately 300cc of blood that was contained in the tubing and not returned to the pt. The pt was fine and required no medical intervention due to the blood loss.